Manufacturer narrative:
There was no product malfunction. The safety bail was maintenance by the customer and assembled to the stretcher incorrectly. This caused the safety bail not to catch the safety hook.

Event description:
The crew was attempting to unload a pt from the ambulance when the safety bail failed to catch the safety hook. The head of the stretcher hit the bumper of the ambulance causing additional pain to the pts neck. There were no reported injuries to the ambulance crew.